Event description:
It was reported the pt needed to charge the neurostimulator more than expected. There has been no change in parameter settings or usage. The device has not been checked since implant. The device used to need charging about once a month. Then the device needed to be charged every couple of weeks. The device now needed to be charged every five days. The time to recharge had also increased. All eight efficiency boxes are filled in during recharging. The pt reportedly had a small fall approximately two weeks prior but recharging had been getting worse prior to the fall. Additional info has been requested, but was not available on the date of this report.